Event description:
A hemodialysis impatient user facility reported a blood leak occurred 90 minutes into treatment. One circuit of blood was lost. The blood clot was observed halfway down the dialyzer. The machine alarmed, and pink dialysate was visible. Pt resumed treatment with new set up and tolerated treatment without incident. Pt had no adverse effects. Sample is available.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow-up report will be filed upon completion of the investigation.